Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D6a. Implanted date was reported as 2016 year valid; the earliest date of 2016 was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately ten years, four months following the implant of this 23 mm transcatheter aortic bioprosthetic valve (tav), which was implanted within a failed non-medtronic (21 mm edwards perimount surgical aortic valve), an unspecified tav failure occurred. The available information noted the tav inflow perimeter = 55.4 mm, the tav inflow perimeter derived diameter = 17.6 mm, the mean area nodes 2 to 5 = 240.6 mm2, the mean area nodes 1 to 4 = 217.3 mm2, and the sinotubular junction (stj) mean diameter was 20 mm. It was added the stj which was a constrained area for the 23 mm tav. Tav imaging was obtained to determine intervention options. No patient symptoms or complications were reported as a result of this event.